Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.